Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported universal surgical manipulator (usm) #1 went down and the customer converted to laparoscopic surgery. Tse reviewed system logs and confirmed error #22021 on usm #1. Customer informed they tried to install a fenestrated bipolar forceps instrument on usm #1 and the usm would not accept the instrument. The customer tried reseating the sterile adapter (sa) and instrument and replaced the instrument with no change. No additional troubleshooting was performed due to customer converting to lap prior to calling. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system, and the system was working properly. The system did initially power on without errors. The conversion did not result in increasing port size incision or adding additional ports. The patient did tolerate the change due to conversion and there was no injury to the patient.

Manufacturer narrative:
The universal surgical manipulator (usm) was tested on an in-house system and triggered no errors. The usm was also tested on the patient fixture platform test (pfpt) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. Remote logs did not show error 21022 or any instruments recognitions errors but only 22020 for engagement issues. Error 22020 value converted to hex, points to dof 5, 6 & 8. The gearboxes & rotors for 5, 6 & 8 are consistent with the reported event and is the potential root cause of this issue.

Event description:
Refer to h11 for follow-up information.